Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of pre-procedure femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that the physician shuttled down to expose the advancer tube. When the physician pulled the sheath towards the handle, the sealant came out with the advancer tube. The device was removed and the physician prepped and deployed a 2nd mynx cadence. Successful hemostasis was achieved. The patient was ambulated and sent home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The shuttle down procedure was simulated and the advancer tube was able to engage to the tamp lock as intended. Based on the information provided and the subsequent investigation performed, the root cause of the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1116802) indicated that the mynx lot met all established performance criteria prior to shipment.